Event description:
Surgery for decompression and fusion of l5-s1 was performed on june 10, 1996 in which single level plates and pedicle screws were implanted. At the same time, anterior lumbar interbody fusion of l5-s1 was also performed. In february of 1997 the pt complained of pain at the surgery's site. In september of 1997 a second surgery was performed in which the instrumentation was explanted. At the time of this surgery, it was noted that one of the pedicle screws had broken.